Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. The product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, bubbles were noticed coming from the filter in reservoir. Nothing was loose to allow air in where it was appearing. They ended up changing out the reservoir before the case started. No patient involvement. Product was changed out. Procedure completed successfully.